Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead, in segments, was returned and analyzed. Analysis results revealed the lead helix was disengaged from helical channel. Blood was present in/on the helix mechanism.

Event description:
It was reported that after several repositionings of the lead, it was not possible to extend the helix anymore. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.